Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted.

Event description:
Approximately 16 months post implant of a sapien 3 ultra valve in the aortic position, worsening paravalvular leak (pvl) and hemolysis was observed. Re-dilation of the valve was attempted. During the index tavr procedure, a 23mm sapien 3 ultra valve was deployed in the native aortic position. Mild pvl was reported at the time of the implant. The patient reported a progressive shortness of breath and fatigue over 'the past year'. The patient was also noted to have a low blood count and was diagnosed with hemolytic anemia. Moderate to severe pvl and hemolysis were observed. The decision was made to place a pvl closure device using an avp device; however, after multiple attempts, placement of the device was unsuccessful. Two attempts were then made to re-dilate the valve using a 23mm commander delivery system prepared with nominal plus 2cc and nominal plus 3cc. No change in pvl was observed. The patient was transferred to the cicu in stable condition and discharged on postoperative day (pod) 2. The valve remains implanted in the patient.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Therefore, no visual inspection, functional and dimensional testing was performed. A device history record (DHR) review of the work orders above did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code associated with specific valve serial numbers. As the device was not returned, there is no evidence to support a manufacturing/design defect potentially contributing to the complaint and a manufacturing mitigation review was no required. A review of the labeling, instructions for use (IFU)/training materials: commander delivery system with s3/s3u. No IFU/training deficiencies were identified. The complaint for post implantation- paravalvular leak was able to be confirmed based on the provided medical records report. Per the event details, the patient had mild pvl post-implantation of the valve. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Additionally, an unsuccessful attempt to post dilate the valve with an additional inflation device was performed. Due to insufficient information provided, the root cause was unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.